Manufacturer narrative:
The complaint sample has not been returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was initially reported on (B)(6) 2018 that a consumer was diagnosed with corneal ulcers on an unspecified date. Additional information received on (B)(6) 2018 stated that the consumer's symptom had resolved and no further information could be obtained.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).